Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility. Detailed inquiry description: leaking coming from connector above the filter. Patients 1st dose of chemo. Chemo was sent back to the pharmacy and re-tubed. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. A photo was supplied pointing to the area where the leak was observed. The picture provided was evaluated to determine if the defect of leakage could be seen. The picture only details the area where the clinicians observed the leakage. No conclusions can be made as to whether the set is leaking or not. The reported defect was unable to be confirmed. Retained units were evaluated and passed the internal testing. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Additionally, review of the batch history records was also performed for the reported lot number and no non-conformances or deviations were noted during the manufacturing process or final inspections. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.